Event description:
Same case as: 2134265-2013-07960, 2134265-2013-07742 and 2134265-2013-07744. It was reported that an automatic pullback failure occurred. During a percutaneous coronary intervention procedure, an ilab ultrasound imaging system was used in conjunction with an opticross imaging catheter. When advancing the catheter to the 90% stenosed lesion in a moderately tortuous vessel, the motor drive unit (mdu) was unable to pullback and the catheter stopped imaging. The catheter was exchanged for another opticross catheter and the mdu failed to perform pullback. The procedure was completed with another mdu. No patient complications were reported and the patient's condition is good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for evaluation. The telescope assembly was able to properly pullback, advance, and retract, the distance from the distal end of the transducer housing to the tip of the catheter is within specification and during image characterization testing, a good square image appeared in the system and the product performed within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as: 2134265-2013-07960, 2134265-2013-07742 and 2134265-2013-07744. It was reported that an automatic pullback failure occurred. During a percutaneous coronary intervention procedure, an ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter. When advancing the catheter to the 90% stenosed lesion in a moderately tortuous vessel, the motor drive unit (mdu) was unable to pullback and the catheter stopped imaging. The catheter was exchanged for another opticross¿ catheter and the mdu failed to perform pullback. The procedure was completed with another mdu. No patient complications were reported and the patient's condition is good.